Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard perfix plug (device 1). An additional emdr and supplemental emdr were submitted to represent the bard perfix plug (device 2) and bard perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2002 ¿ patient had very large incarcerated right inguinal hernia thereby underwent repair with the implant of two extra large perfix plugs (device 1, 2). (B)(6) 2003 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device 3). Per op notes, "a large hernial defect seemed to be travelling through the internal ring just lateral to the two plugs (device 1, 2). Another extra large perfix plug (device 3) was placed to defect. A patch was secured over the plug and attached to pubic tubercle using sutures." (B)(6) 2008 ¿ patient was diagnosed with recurrent right groin hernia thereby underwent laparoscopic to open repair with the implant of bard flat mesh (device 4). Per op notes, "adhesions of omentum in the pelvis were freed up. Loop of small bowel was incarcerated within the recurrent hernia in the right groin. The bowel was stuck in mesh plug (device 1, 2, 3). A bard flat mesh (device 4) was placed in the properitoneal space and secured using tacks."